Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090298) on 25-oct-2019. The most recent information was received on 08-nov-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam, ibuprofen and lansoprazole (prevacid). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysterectomy and removal of fallopian tubes and cervix). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. ¿an intervention was mentioned but not specified and/or assigned to one of the events" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam, ibuprofen and lansoprazole (prevacid). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysterectomy and removal of fallopian tubes and cervix). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. ¿an intervention was mentioned but not specified and/or assigned to one of the events". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.